Event description:
Clinical adverse event received for moderate global instability, study knee (right). Event is not serious and is considered moderate. Event is possibly related to device and is definitely related to procedure. Original implant date (B)(6) 2014 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).